Manufacturer narrative:
Evaluation summary: upon visual inspection of the set, it was noted that the occluder feet were broken. Results indicate confirmation of the reported event. Reference renq-CAPA-19 for broken occluder feet. There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.

Event description:
Upon evaluation of the sample in the failure lab, the analysis revealed the occluder feet were both broken.